Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages, code 204) has been confirmed. Upon investigation the electrode belt produced a service code 204 (belt/monitor unusable). The cause of the service code was isolated to an open blue (can l) wire in the trunk cable. Additionally, the white (drvn_gnd) wire in the trunk cable was open, causing the reported adjust belt messages. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing adjust belt messages and a service code 204 (belt/monitor unusable).